Event description:
It was reported that the superior vena cava (svc) impedance on the right ventricular lead has been increasing over the last year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was subsequently returned and analyzed. Analysis revealed no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. One patient alert for svc (hvx) lead impedance equal to 102 ohms on (B)(6) 2012. Weekly hv lead trend data shows a gradual increase for minimum 66 ohms to maximum svc of 102 ohms between (B)(6) 2011 and (B)(6) 2012.